Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the objective lens was covered in dirt. The customer's originally reported issue of a blurry/cloudy image was confirmed; the image cleared up when the incoming inspector cleaned the objective lens with a cleaning tissue. The following additional findings were also noted: connecting tube pinch and leak, eyepiece unit coating peeling, and angulation out of specified value/angle play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their oes cystonephrofiberscope had a blurry/cloudy image. Upon inspection and testing of the returned unit, it was discovered that the objective lens was covered in dirt. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.